Event description:
It was reported that the device would not power on. The customer observed that the lid latch had broken off the device. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4): physio-control provided the customer technical assistance and recommended purchasing a replacement defibrillator. Follow up with the customer confirmed that the device was retired and removed from service. The device was not returned to physio-control for analysis. Therefore, a conclusive cause of the reported event could not be determined.